Manufacturer narrative:
Implant regio 36 fractured. Construction was a terminal single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and bruxism. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.